Event description:
Additional information received indicated that diagnostic imaging was performed and no anomalies were observed.

Manufacturer narrative:
The reported event of material integrity problem was confirmed, and the reported event of noise was not confirmed. As received, a complete lead was returned in one-piece. Visual examination found two external insulation abrasion breaching the optim sheath only consistent with friction to another device or feature of patient¿s anatomy. The cause of the reported event of material integrity problems was isolated to the optim sheath abrasions. Electrical testing did not find any indication of conductor fractures or internal shorts. All the other anomalies noted were consistent with procedural damage.

Event description:
Additional information received indicated the right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. As a result, the patient experienced syncope. The suspected cause of the event was lead damage, however, this was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.